Manufacturer narrative:
Product complaint #: (B)(4). The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Evaluation: two empty winding formers and a two paper lids of product code w8522, lot # mgr315 were returned for evaluation. No suture or needle were returned for evaluation to determine the assignable cause of the performance breakage suture; therefore, the reported failure could not be evaluated. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. It could not be determined what may have caused the reported incident and the reported complaint could not be observed.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain. Did all 3 devices break during actual suturing? If no, please explain when during the procedure did each device break. How was case completed? Device return status/follow up. Devices captured in mw 2210968-2019-80537, 2210968-2019-80538 and 2210968-2019-80539.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The suture broke during use. The procedure was delayed by 50 minutes and completed successfully. There were no adverse patient consequences reported.